Manufacturer narrative:
Product event summary: the mapping catheter 2ach25 with lot number 11163839 was returned and analyzed. Visual inspection showed the loop was kinked multiple times and was out of plane. In conclusion, the mapping catheter failed the returned product inspection due to loop kinks. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.